Event description:
A caller reported a malfunction on the pump, specifically mentioning a momentary power loss to the vibrator motor with a malfunction code displayed as malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to report back if the issue reoccurs, which the caller acknowledged and understood.